Manufacturer narrative:
The field service engineer replaced worn tubing ff220 thru vl14c. Tubing was leaking at pinch point of the valve. (B)(4).

Event description:
The customer reported a clenz leak (10ml) on the coulter lh 750 hematology analyzer which was not contained in the instrument. There was no biohazard exposure to mucous membranes or open wounds. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were generated in connection with the reported event.